Manufacturer narrative:
The events of "new nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additional information: approximately 10 months after injection, healthcare professional reported patient has 3 new nodules in the upper lip. Hyaluronidase was given as treatment. It was also revealed that the patient was concomitantly injected with juvéderm® ultra xc in the oral commissures and marionette lines. It is unknown if symptoms have resolved. This is the same event and the same patient reported under MDR ID #3005113652-2018-00203 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspected product, juvéderm volbella® xc.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿extreme upper lip swelling,¿ "very hard," and granulomas are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: per table 1 and table 3: injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects (n = 154) for possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Injection site responses by severity and duration after repeat treatment with juvéderm volbella® xc occurring in > 5% of treated subjects (n=123) include swelling, tenderness, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis."

Event description:
Healthcare professional reported patient was injected to the lips with 2 syringes of juvéderm volbella® xc. Patient developed ¿extreme upper lip swelling¿ noticed in the area of injection approximately 2 months later. The next week, patient was seen for follow up and the area of injection is "very hard." Patient has developed what the office believes are "granulomas." Patient was prescribed a "high dose steroid" and was injected with hyaluronidase one week later. Patient received a deep dental cleaning for periodontal disease concomitantly with the injection. Symptoms resolved approximately 4 months post injection.